Manufacturer narrative:
The device was subsequently explanted for normal battery depletion and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 3000 ohms and failure to capture on the atrial channel. Additionally, elevated thresholds measurements and poor sensing measurements were noted on the right ventricular (rv) channel. A fracture of the associated atrial lead was suspected but not confirmed. A revision procedure was performed and both leads were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.